Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery with the screw and the plate in question. In the surgery, the screw was taken out and inserted after being grasped by a screwdriver, but it did not fit properly into the plate. The surgery was completed successfully with no surgical delay. No further information is available. This report involves one lock scr ã¸2 self-tap l6 tan 1u I/clip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. Corrected: e4, g1 (manufacturing site name). H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that damage consistent with intended implantation procedure was observed. Furthermore, stripped threads were identified. Based on these observations, although a complete functional test can not be performed, it is not unreasonable that an issue with proper functionality might take place. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Surgical technique was reviewed and the following relevant statement was found: precaution: tighten screws in a controlled manner. Applying too much torque to the screws may cause screw/plate deformation, or bone stripping. A dimensional inspection to the total screw length was performed and met specifications. The overall complaint was confirmed as the observed condition of the lock scr ã¸2 self-tap l6 tan 1u I/clip would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 04.503.606.01s. Lot number: 9426p68. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 15-feb-2024. Manufacturing site:jabil bettlach. Expiry date:01-feb-2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the patient patient status was stable. No other medical intervention was required.